Manufacturer narrative:
Date of event - (B)(6) 2011. Explant date - (B)(6) 2011. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number sixteen states, "wear and/or deformation of articulating surfaces" and number twenty states, "postoperative bone fracture and pain." The bearing's condylar surfaces have evidence of wear and probable delamination. The bearing sides show fractures that likely formed at the edge of the delaminated regions. This type of delamination and cracking is consistent with oxidative degradation of the polyethylene. The location of the delaminated regions and the material removed from the anterior edge suggests that edge loading of the bearing occurred. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on unknown date. Subsequently, patient was revised in (B)(6) 2011 due to wear, pain, and swelling. The tibial bearing was removed and replaced.